Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a blurry image. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction, which resulted in a blurry image, is likely to be leakage from the biopsy channel and water invasion of the light guide lens. This led to the inner objective lens becoming cloudy due to moisture ingress into the device, causing it to fail to recognize objects correctly. Additionally, the malfunction of foreign material clogging the air/water nozzle was investigated, but the cause of the material remaining in the device could not be identified. The event can be prevented by following the instructions for use which state: chapter 3: preparation and inspection this chapter explains the equipment to be prepared and the inspection methods before using this product. 3.1 preparation and inspection process this chapter outlines the workflow of the tasks described. Please be sure to perform the following preparations and inspections before use. Additionally, for related equipment used in combination with this product, please inspect them according to their "electronic attachments" or "user manuals." If any abnormalities are suspected during the inspection, please follow the instructions in "chapter 5: if an abnormality occurs." If it is clear that there is a malfunction, do not use the equipment and send it for repair according to "section 5.4: sending the endoscope for repair." Warning: using an endoscope suspected of abnormalities may not only cause it to malfunction but also damage the equipment and pose a risk of injury to the patient or operator. Olympus will continue to monitor field performance for this device

Event description:
The customer reported that the malfunction was found at maintenance.